Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon on the atb advance balloon catheter burst at lower pressure than rbp (rated burst pressure) while it was inside of the patient's body. The product was used for a deep vein thrombosis procedure, and there were no reported serious injuries to the patient as a result of the product problem.